Event description:
Customer alleges particulate from the pack made its way into one patients eye. The patient had to come back the following day for surgery to remove the particulate. No residual effects anticipated.

Manufacturer narrative:
The investigation consisted of a review of the device history record and video image as well as the assembly team reviewed the total inspection quality form and no discrepancies were identified that would have contributed to this type of report. The production staff have also been informed of this report in order to reinforce the importance of following the cleaning protocol and to review all components prior to use in our kits to prevent/detect contamination. We will also work with our suppliers to control and eliminate contamination in an effort to prevent future reports.